Manufacturer narrative:
A historical data review on the part number demonstrated only one complaint for this part number. No capas or non-conformances are associated with this part number at the time of this evaluation. The root cause remains indeterminate.

Event description:
It was reported that on an unknown date, the screw broke while inserting. There was a surgical delay of 45 mins. Fragments were generated and the threads of the screw fragmented off with screw removal. 45 min were spent trying to remove the threaded portion of the screw, but ultimately the surgeon had to leave the screw to not damage the bone further. The procedure was completed successfully. There were no patient consequences. This complaint involves one (1) device.